Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Correction removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two systems. This report pertains to the peripheral ipg. It was reported the patient's ipg is unable to communicate with the programmer. Surgical intervention will take place to address the issue.